Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call removing the sensor and not seeing the electrode. The customer¿s blood glucose level was 4.8mmol/l at the time of incident. The customer states not sure if the electrode was left in the body or before insertion. The customer was advised if customer was feeling discomfort where they inserted the sensor to contact hcp. The customer was assisted with trouble shooting. The sensor is being replaced and is expected to return for analysis.